Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was unable to be confirmed. The error of e-96 had been recorded and confirmed. The main pca was replaced to resolve the reported issue. The device was overall checked, cleaned and functionally tested. Confirmed the device software is 3.6.1.